Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced a libre 3 plus sensor but did not stop the active sensor on the ilet and attempted to scan and activate the new sensor in the ilet mobile app, after which the sensor never paired; the user then applied a dexcom g7 and noted elevated glucose readings while consuming food and coffee, and manufacturer support for the glucose sensor advised starting the sensor in its own app, whereas the agent instructed that libre 3 plus sensors must be started in the ilet mobile app. Symptoms included elevated blood glucose as perceived by the user. Outcomes included no alerts or alarms on the ilet and no medical intervention or hospitalization. Investigation included review of system alarms and user reports, and technical support guidance. Investigation of this case revealed user workflow error with concurrent sensors and failure to stop the prior sensor before pairing and activation, with no device alarm activity on the ilet. It was concluded that the event was attributable to use error related to sensor start-up procedure and sensor management, with the ilet functioning as designed.